Manufacturer narrative:
The device was reported to have been discarded at the site, as the device was not returned, we are unable to perform further root cause analysis. MDR that are linked: 2029214-2017-01248 2029214-2017-01249. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the two pipeline flex devices failed to open. The pipeline flex device was delivered distally to the aneurysm for deployment at the bend, several attempts were made to release the device with the braid deployed more than 50%. The distal segment of the pipeline failed to open. This pipeline device was removed from the patient. The second pipeline flex device was used to continue the flow diversion treatment. However, the second pipeline flex failed to open and was removed. The aneurysm was ultimately treatment with coils. No injury reported. The devices were used to treat a saccular aneurysm located at internal carotid artery. It measured 25mm x 23mm. The landing zones has distal diameter of 43.8mm and proximal diameter of 4.2mm. Vessel tortuosity was described as severe.